Event description:
Pump declared alarm 20 during operation, but there was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to load a new cartridge; however, the cartridge alarm persisted, preventing the resumption of insulin therapy. Consequently, technical support decided to replace the pump under warranty. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery, put the malfunctioning pump into storage mode, and return it using a pre-paid label within 10 days.